Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor high voltage power supply. System operates as intended.

Event description:
The customer reported that the left monitor is not working. No pt injury was reported.